Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The device has arrived from user facility to bbm laboratory in (B)(6) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): under infusion: pump set to infuse 100mls over 2 hours & recorded that it had. However, no fluid infused. Very serious malfunction. Also did not alarm pressure alarm despite bung being closed (blocked).

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and some contamination. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. The upstream and downstream sensors operated correctly. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.